Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead auto capture threshold measurements were above range and there was suspected no n-capture. It was also noted that the impedance trend had been increasing and was high. The lead is still in use. No patient complications have been reported as a result of this event.